Manufacturer narrative:
The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas had an unresponsive touchscreen, preventing dismissal of on-screen notifications and interaction with menu icons even at the unlock screen, which aligns with a device display or user interface malfunction affecting the handheld controller component. Symptoms included inability to interact with the device interface. Outcomes included shipment of a replacement device and instructions to sync data, shut down the original device, and return it, with notice that warranty coverage for the replacement would be voided until the original device was returned. Investigation included remote troubleshooting by customer support, which involved cleaning the screen and attempting alternative touch inputs, and collection of device identification and logistics information. Investigation of this case revealed a persistent screen responsiveness failure consistent with a hardware or touchscreen fault of the display assembly, with no alerts or alarms reported and no clinical impact reported. It was concluded, based on previously established findings for similar reports, that the cause was likely a component failure of the touchscreen/display assembly. However, the original device was not returned to the manufacturer, and therefore no physical device evaluation or investigation was performed to confirm the reported condition or root cause.